Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during use, instruments inside the patient, the device is not rechargeable, the procedure finished with a smith and nephew backup device, there was a delay less than 30 minutes. Patient injuries were not reported.